Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was tubing separation from the adaptor/luer connector. The following information was provided by the initial reporter. The customer stated: there was an "accidental release of the vinyl tube from the fixation wing, requiring a new puncture of the venous access."

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was tubing separation from the adaptor/luer connector. The following information was provided by the initial reporter. The customer stated: there was an "accidental release of the vinyl tube from the fixation wing, requiring a new puncture of the venous access."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review could not be performed since a lot number was not provided. H3 other text : see h.10.